Event description:
It was reported to the manufacturer that tip of an awl broke during surgery and was left in the patient. No injury to patient was reported. Surgery was completed successfully.

Manufacturer narrative:
The device was returned to the manufacturer for investigation and the tip break was confirmed. The production records were reviewed, no manufacturing deviations were identified that could have contributed to this event. The exact cause of this event could not be established. The event was reported to have occurred in australia.